Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.